Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported pain in a patient's right eye one day post (prk) photorefractive keratectomy. Topical steroid dosage was increased. Upon follow up, inflammation was reported to have been seen in the right eye. Additional information was requested.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).